Event description:
It was reported that the patient presented to the clinic for a follow-up. Device interrogation revealed that the left ventricular (lv) lead was unable to attain threshold, resulting in failure to capture. A chest x-ray confirmed that the lv lead was dislodged and appeared to be due to twiddler¿s syndrome. When the pocket was opened, the patient's leads were found to be twisted together due to the twiddling. The right atrial lead was dislodged and right ventricular lead exhibited insulation damage. The left ventricular and right atrial lead was explanted and replaced on (B)(6) 2026. The right ventricular lead was capped and replaced on the same date. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Device interrogation revealed that the left ventricular (lv) lead was unable to attain threshold, resulting in failure to capture. A chest x-ray confirmed that the lv lead was dislodged and appeared to be due to twiddler¿s syndrome. The lv lead was explanted. The patient was in stable condition.